Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 r-cem; cat#5510f602; lot#act3e, triathlon prim tib baseplate - cemented; cat#5520-b-600; lot#vphdb, triathlon asymmetric x3 patella; cat#5551-g-320; lot#mva3, simplex hv us plain 10 pk; cat#61941010; lot#605aa948kw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Per medical review: "on (B)(6) 2016 a primary right cemented total knee arthroplasty was performed for a diagnosis of degenerative joint disease of the right knee. A brief operative report describes computer navigation, spinal anesthesia and the use of a tourniquet. The operative report notes, "severe arthritis was appreciated." An implant sheet notes triathlon components, including a #6 right cr femur, a #6 primary tibial baseplate, #6/9 cs x3 insert, and a 32/10 x3 asymmetric patella was utilized. Simplex cement was used to fix the components and after uncomplicated surgery the patient was discharged home on (B)(6) 2016." ¿on (B)(6) 2016 a telephone encounter notes, "concerned regarding warmth around the knee, right shin sore, right foot swelling, right knee pain, wound without redness or drainage.¿